Event description:
Patient's ventilator stopped giving breaths suddently with one alarm that was silenced; then there were no further alarms while it slowly counted down from set rate of 24 to 20, 16,10,9 then a flat line with no breaths being given. Despite checking all tubing being connected and vent plugged in, no breaths were given despite ventilator screen still lit. No further alarms despite no functioning by the ventilator. Performed super user calibrations and unit passes all testing. Ventilator was removed from service. The rn was in the patient's room at the time, and was able to bag the patient. Patient was not injured.